Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed at the engagement between the maxzero valve and the male luer of the non-bd central line. Functional and pressure testing of the valve alone resulted in no leaking. The root cause of the leak is the non-bd central line.